Event description:
Reference MDR #1219856-2009-00215 for first event involving same patient. It was reported that the surgeon attempted to place the rediguard and it would not pass. It is unclear if the ultra 8 introducer was replaced with the rediguard because of the size difference in the catheters. As a result, the surgeon placed the datascope 34 cc. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.